Event description:
The customer reported alarm - error codes / messages, error 210.5020, error 211.2000 logic board replacement, display board replacement. There was no patient involvement.

Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. A review of the device history record for sn(B)(6) was performed from date of manufacture 13oct2011 to present date 27nov2020, and note that this device has been returned for service once which correlates to the customer reported issue or service repairs. This shall be reviewed as part of part usage trending in complaint review board. Also, there were no production failures indicated on the source device.

Manufacturer narrative:
The affected device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported alarm - error codes / messages, error 210.5020, error 211.2000 logic board replacement, display board replacement. There was no patient involvement.